Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On the same day as the event onset, the patient was hospitalized for peritonitis and an unrelated medical condition. The event was manifested by cloudy effluent, dehydration, and ¿feeling ill¿. The cause of the event, treatment details, and action taken with dianeal therapy were not reported. At the time of this report, the patient is recovering. No additional information is available.